Event description:
Received medtronic mini-med 712 insulin pump and paradigm link blood glucose monitor in 2004. Reporter has had to call becton dickinson twice because reporter continues is receive many error results while using this meter. Becton dickinson has replaced six boxes of test strips and has replaced the paradigm link blood glucose monitor with a new meter. Reporter tested the meter with two separate bottles of control solutions and received over 15 error messages as well as receiving error messages while trying to use this meter to measure blood glucsoe and receive error after error with this meter. This meter is defective in design and rptr feels becton dickinson needs to recall this meter before people are injured.